Event description:
During a follow-up in-clinic, noise resulting in oversensing, inappropriate automatic mode switch (ams), and a low pacing impedance was observed on the right atrial (ra) lead. Ra lead damage was alleged, but not confirmed. Reprogramming was performed to resolve event. The patient was stable.